Manufacturer narrative:
An event of heart block during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) using a small flexnav delivery system. During procedure, patient had heart block and went into normal sinus. The valve was implanted and the final implant depth was 5mm. On (B)(6) 2023, the patient went back to heart block and required a permanent pacemaker. The patient was reported stable.